Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on surgical stapling, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. There was no patient injury.